Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was delayed in response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, the down arrow keypad button was delayed in response. All other keypad buttons functioned properly. The keypad cover was removed and contamination was found under the down arrow key contact. Unrelated to the complaint, the pump display screen appeared dim and discolored. When replaced with a test display, the screen functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.